Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty select cycler. The cycler underwent and passed a system air leak test and a valve actuation test. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and cycler set and the peritonitis. Additionally, there are no allegations of a device malfunction or cycler set leak or defect reported for this event. All pd patients are at increased risk of infection due to being immunocompromised and due to the increased potential of microbial contamination resulting from dialysis techniques. Although the culture results were negative for growth, most pd related peritonitis is a result of touch contamination by the patient. Based on the available information and no evidence of a malfunction or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event requiring hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was hospitalized and diagnosed with peritonitis. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported that the patient presented to the local emergency room (ER) on (B)(6) 2020 with abdominal pain and cloudy pd effluent. The patient was admitted to the hospital and diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotic therapy with vancomycin and cefazolin (dose, frequency, and duration unknown). The pd effluent culture resulted negative for growth. The patient was discharged to home on (B)(6) 2020. The patient continues to complete antibiotic therapy and pd treatments utilizing the liberty select cycler. The cause of the peritonitis is unknown. The patient did not report any cassette leak or other issues with the cycler or cycler set that may have contributed to this event. The pdrn did state that the patient was having difficulty filling and draining which was possibly due to the peritonitis. The cassette product number and lot number were not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.